Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease. It was reported that the patient was charging more often and her implantable neurostimulator (ins) was running out of ¿juice often¿ since (B)(6) 2018. It was noted that all 8 coupling boxes were shaded when connected to the recharger. The patient was redirected to their healthcare professional (hcp) to check the ins battery longevity. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.